Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a scratched lens, cracked battery compartment and worn dso seal. No evidence was found in a review of the event history log. During the functional testing, the customer reported problems were able to be confirmed. The cause of the issues was found to be the latch lock flex and the lcd. The latch lock flex and lcd were replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that there was a latch/lock failure and the screen was grey. There was no patient involvement and no patient harm/adverse event reported.